Event description:
Patient was revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records were not provided. Although the complaint is non verifiable, provided information states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not ndicated.